Event description:
It was reported that the patient experienced burning sensation due to high impedances. The patient underwent a revision procedure wherein the lead was repositioned and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.